Event description:
Three errors within the first couple of minutes, temp was still low, pressure was still under 70. Tried new balloon when first failed and it worked fine, so console was determined to be working. Incident called to gynecare.